Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. Expiration date: 31-oct-2023. (B)(4). This lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+3.0/085 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021 the lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2021 but the problem was not resolved. The lens was replaced with a different model lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -3.0/+3.0/85 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The patient experienced rotation not associated with a low vault. On 17/june/2021 the lens was repositioned but this did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a lens of the spherical model/ same length and the problem was resolved. The reporter indicated the cause of the event was unknown." Device evaluation: h3 - device evaluation: the lens was in a returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken and bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).